Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively to a successful cryo ablation procedure, the patient was experiencing shortness of breath. A computerized tomography (CT) scan was performed and internal bleeding was found inside the lungs. The patient's iron count was observed to be low and an iron infusion was performed. No further patient complications have been reported as a result of this event.